Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle 16gx1-1/2in rb had glue on the hub, and the cap was difficult to remove.

Manufacturer narrative:
H.6. Investigation summary: 815 samples were provided for evaluation. Two of them came in a separate plastic bag; these are the ones shown in the photo. Both have epoxy drip overs on the plastic hub. Visual inspection was performed to the rest of samples finding another (B)(4) units with similar epoxy drip overs. The shield pull test was performed on a random sample of (B)(4) units the average value was 4.1lbs the specification is avg.<4.5lbs. The failure mode of foreign matter was verified. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators on 8feb2019 in regards to inspecting for epoxy dripovers and identify epoxy issues modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot#8229873 for the same defects or symptoms. There was no documentation of issues for the complaint of batch #8229873 during the production run.

Event description:
It was reported that a needle 16gx1-1/2in rb had glue on the hub, and the cap was difficult to remove.